Event description:
During functional testing the device displayed "defib fault 80", defib fault 85", "defib fault 108" and "system fault 37" messages. Complainant indicated that there was no pt involvement in the reported malfunction.